Manufacturer narrative:
(B)(4). Patient's date of year is (B)(6). Concomitant medical product: unknown femoral large, catalog # unknown, lot # unknown; unknown tibial tray, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-11038, 0001825034-2018-11039. Remain implanted.

Event description:
It was reported that the patient underwent a right knee arthroplasty. Subsequently, the patient is considered for revision due to unknown reason.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient's knee was revised approximately 20 years post implantation due to abrasion of the inlay. The patient's inlay was removed and replaced.